Event description:
In 2007, the patient underwent endovascular repair of a large right iliac artery aneurysm, which had already begun rupturing pre-procedure. Four gore excluder aaa endoprostheses were implanted in the patient. A series of problems ensued during the procedure; however, and an aorto-uni-iliac procedure was performed, as well as a femoral-to-femoral bypass. The following month, a computerized tomography scan and a duplex scan revealed a small type-2 endoleak from the hypogastric artery. In early 2008, duplex scanning revealed that the type-2 endoleak had worsened, and the patient had developed a significant endoleak from the common iliac arterial system. Twelve days later, a reintervention occurred and the patient was converted to an open repair. All devices were explanted, and destroyed. The patient tolerated the procedure well. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Due diligence was performed to obtain information to complete all blank required spaces on this medwatch. Further investigation is pending. Additional devices related to this event: pxt261412; pxa230300; pxc201000.